Event description:
It was reported that the patient was implanted with a new pain device (B)(6) 2014. The caller did not know if the replacement was due to normal battery depletion. Later it was reported that the stimulator was at end of life (eol) and that it was normal battery depletion. The neurostimulator was explanted or out of service (B)(6) 2014. The patient¿s device was set in cycling mode. A manufacturer representative was present. The patient was not with the caller. There was not a performance issue. The cause of event was determined, was device related and described as ¿could not get extrel parts/equipment.¿ the patient recovered without permanent impairment and was receiving effective therapy. The neurostimulator, lead and extension were returned.

Manufacturer narrative:
Concomitant products: product ID 3888-28, lot # l45337, implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type lead; product ID 3888-28, lot # l45337, implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4). Analysis of the lead found that the proximal conductor was broken. The #0 conductor was broken at the #0 connector weld site. The setscrews were tight to the lead. Circuit #0 was intermittent. There were no shorts between circuits (dry). Analysis of the neurostimulator/receiver found that it was functionally okay but there were small spots of discoloration on the hybrid cans and pins. There was foreign material in the connector ports. There were spots of discoloration on the retainer. There was no significant anomaly. The receiver was run overnight and there was still good stable output.